Event description:
This device was returned without oos documentation from boston scientific. Per boston scientific, this system was explanted on (B)(6) 2014 and not replaced. The following physician's office has not seen this patient since 2011. The explanting physician's office has no record of this patient. The reason for explant is unknown. There are no known complaints associated with the functionality of this device. There are no adverse events reported for this patient. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found dissected at 7 cm distal to the is-1 connector pin. Only the proximal fragment was received. It is reasonable to assume, that the dissection of the lead originated from the explant procedure. The returned fragment was visually and electrically analyzed. The inspection of the insulation confirmed that the lead was, apart from the present cuttings, free of insulation breaches. In addition, the dc resistances of the conductor fragments were investigated. No peculiarities were found. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In summary, no indication of a material or manufacturing problem was noted during analysis.